Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, suture threads twisted after releasing with three prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath size remained an 8f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported twisted suture was not confirmed as the suture was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to twisted suture include, but are not limited to, suture not being secured with the knot or suture entanglement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: address 1: corrected from (B)(6).